Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5x20mm liberte stent was advanced but was unable to cross the lesion, upon removal the stent was deformed. The procedure was completed with another 2.5x20mm liberte stent. There were no patient complications reported the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 2.5x20mm liberte stent was advanced but was unable to cross the lesion, upon removal the stent was "deformed". The procedure was completed with another 2.5x20mm liberte stent. There were no patient complications reported the patient status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two pieces. The balloon was tightly folded and stent was centered between the markerbands. There was a complete separation of the hypotube 58cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. Inspection of the material surrounding the separation did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. There was also a kink in the hypotube at 55.5cm from the hub. The first proximal row of the stent was flattened/damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).